Event description:
It was reported that the corless driver 3 started to smoke when the battery was attached. The event occurred prior to a procedure. No fire was reported, no adverse event was associated with the device.

Event description:
It was reported that the corless driver 3 started to smoke when the battery was attached. The event occurred prior to a procedure. No fire was reported, no adverse event was associated with the device.

Manufacturer narrative:
It is not possible to determine the cause of the event without an evaluation of the device. Additional information will be submitted when the device is received and evaluated.

Manufacturer narrative:
The reported event of smoking was confirmed. Signs of third party work were noted during failure analysis (a non-stryker controller was identified and replaced). Unauthorized non-stryker modifications to the controller can cause a reduction in performance, including excess current draw and smoke. The device instructions for use state that no service should be attempted on the device and that all concerns should be directed to the stryker sales representative, stryker customer service, or the nearest stryker subsidiary.